Event description:
It was reported that during a remote session, this pacemaker was found to be operating in safety mode. Technical services (ts) was consulted and advised to have the pacemaker be replaced. No additional adverse patient effects were reported. This pacemaker at this time, remains in service.